Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the sales rep that during a meniscal repair and an acl reconstruction the following occurred: the surgeon inserted the ar-4501, meniscal cinch ii, (lot number 10269782) and for the first implant placement he felt some resistance however, he was able to secure the implant. During the movement to the second implant location when the surgeon pulled back the cannula on the ar-4501, meniscal cinch ii the surgeon noticed what appeared to be black shaving residue on the suture. The surgeon cut the suture and removed the suture and cannula. The first peek implant remained in the capsule. The surgeon then flushed using lavage for removal of what appeared to be shaving residue. A new ar-4501, meniscal cinch ii (lot number 10276819) was opened and the surgeon deployed both the first and second implant successfully however, as the surgeon tried to tighten the cinch he noticed that the sutures had become tangled. The surgeon removed the ar-4501, meniscal cinch ii with both implants and the surgeon decided not to continue with the meniscal repair of the tear. The acl reconstruction was completed without further issues.